Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, bg values were not entered within 5 minutes of testing. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data. The transmitter has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.  Labeling indicates: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Pairing test with (B)(6) bluetooth device: pass. Transmitter final function tester passed. Performed share log review and confirmed customer complaint of inaccuracy. The receiver log was downloaded and, upon review, confirmed the reported event of inaccuracies. A root cause could not be determined. The complaint is confirmed because there was an inaccuracy found.